Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was dislodged and could not be fixated. The device was removed and replaced during procedure. The patient states was unknown.